Event description:
It was reported that at one week post implant high impedance was noted on the right ventricular (rv) lead. At a subsequent follow-up check at one month, bipolar and unipolar impedances were high and thresholds had increased. Information from the clinic indicates that a computerized tomography (CT) scan showed there was no perforation. The cause has not been determined. It was noted that there were additional sutures due to right-sided implant location, so insulation damage was a possibility. A set screw issue has also not been ruled out. There was an adjustment to the mode, and the patient will be monitored frequently. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead: (B)(6) 2013. (B)(4).